Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal hernia repair, while insertion of the dissection balloon through access trocar, the valve seal disengaged and fell in to the cavity of the patient. The seal was retrieved using a grasper. There was a rapid loss of abdominal pressure. New device was used to complete the case. There was no patient injury.